Event description:
Approx 2 months following placement as a modified blalock-taussig shunt for the repair of tetralogy of fallot in a (B)(6) old female pt, the propaten vascular graft and the right pulmonary artery reportedly thrombosed. The graft was surgically removed and the right pulmonary artery was reconstructed. It was further reported that after reestablishment of flow through the right pulmonary artery, the pt underwent re-perfusion injury leading to massive right lung bleeding, requiring a 3-day run of ECMO treatment.

Manufacturer narrative:
The investigation into this event is currently in process; not completed at this time. A single image depicting the implanted shunt was returned for review. The retrospective review of the returned image confirmed an apparent narrowing in the mid section of the shunt. No contrast material appeared to be refluxing distally into other vessels.